Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no transmitter battery end of life alerts. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the bin file was performed and the allegation was not found. The allegation was not confirmed. The probable could not be determined. No injury or medical intervention was reported.